Event description:
It was reported that, "the pt underwent a left knee replacement surgery on (B)(6), 2008. It was further reported that, "after implantation, the pt began experiencing progressive pain and difficulty...also had an episode of injury." The pt underwent revision on (B)(6), 2009."

Manufacturer narrative:
The following other devices were listed in this report: triathlon pkr baseplate #4 lm/rl, cat# 5620-b-401, lot yjtca. Triathlon pkr femur #4 lm/rl, cat# 5610-f-401, wuxh. It cannot be determined which, if any of there devices may have caused or contributed to the pt's pain. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The device is not available due to the ongoing litigation. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.